Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned. Images were not provided. Medical record was provided and reviewed. Approximately twenty days post filter deployment, patient presented with abdominal pain and CT revealed filter to be in place. Approximately three years later, x-ray revealed ivc filter to be in place. Approximately two years later, CT revealed ivc filter in inferior vena cava had a fractured with a strut present in the right ventricular apex. Subsequently, a few days later CT revealed ivc filter was unchanged in position. Therefore, the investigation is confirmed for filter limb detachment. However, the investigation is inconclusive for filter tilt and perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient prior to a surgical procedure. At some time post filter deployment, it was alleged that the filter detached, tilted and embedded in the wall of the ivc and struts perforated . The device has not been removed and there were no reported attempts made to retrieve the filter or detached struts. The current status of the patient is unknown.